Manufacturer narrative:
Please note: device (lot# 13208448) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicating that during the index procedure after the delivery of the stent there was an occlusion of the posterior lateral branch. The physician was unable to cross the stent into the posterior lateral branch, despite initial double wire and the use of three wire. The occlusion was left as such. Four days later the patient suffered an acute myocardial infarction (mi) which was expected after the lost of the posterior lateral branch, due to the stent placement that was covering the distal right coronary artery and the proximal posterior descending artery. The location of the mi was reported as undetermined, however, target vessel related. There was no evidence of stent thrombosis. At one month follow-up an echocardiogram (ECG) was performed and the patient remained asymptomatic. The indication for the index procedure was stable angina pectoris. Pre-procedure stenosis was 80% and was a bifurcating lesion requiring post dilatation.